Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments and cleanings. The customer had failing calibration and qc results. The field service engineer replaced a valve on a reagent probe. He performed system checks and maintenance. The customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for two patients tested on a cobas c 501 module. Prior to patient testing, the customer confirmed calcium qc was within the acceptable range. The initial calcium results were not reported outside the laboratory due to the results being "obviously wrong." The customer performed repeat testing with the samples on a different c 501 module. Patient 1's initial calcium result was 5.9 mg/dl. The patient's repeat calcium result was 9.1 mg/dl. Patient 2's initial calcium result was 4.5 mg/dl. Patient 2's repeat calcium result was 9.3 mg/dl. The customer determined the repeat results were correct. The calcium reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer performed a visual check of the samples and no abnormalities were observed. The customer's calibration and qc results, system alarm trace, and centrifugation information for patient 2 were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.